Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while stapling the gastric tissue, the load was clamped on tissue. The green button was pressed and the ring handle jumped forward. The ring handle could not be moved or squeezed. The device was opened and removed. A different load was used to complete the case. There was no patient injury.